Event description:
On (B)(6) 2022, a patient called the impulse dynamics support hotline because their optimizer smart mini device had entered ccm down mode according to the display on their ipg charger. The patient's device was reset and reprogrammed, but the patient reported the same error message appearing again on (B)(6). During the patient's follow-up visit on (B)(6) 2022, the ipg was interrogated by a technician and yielded a "telemet error: down_charge_current_ too_high" error. The ipg was again reset and reprogrammed, but continued to display the same error and enter down mode even after a new charger was used. Analysis of the ipg log files confirmed this is the same, known high charge current issue that has affected several other ipgs, and the patient was advised to charge their ipg only to 75 percent battery capacity (3 of 4 bars displayed on the charger) to avoid the ipg entering down mode again. The patient agreed and has continued to receive ccm therapyas normal since this advisement. The permanent fix for this issue will be implemented as part of a future firmware update that is currently pending finalization before being submitted to FDA for review and approval.

Manufacturer narrative:
This report is being filed in response to the outcome of discussions between impulse dynamics and FDA on october 26, 2023.